Event description:
This device was implanted on (B)(6) 2005 and was explanted on (B)(6) 2012. The lead fractured and resulted in 7 inappropriate shocks on (B)(6) 12. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).